Event description:
It was reported that during an lavh procedure, the first device passed testing fine with the hand activation, but upon operating it in the field, the hand switch would not work. A second device was opened and same thing occurred. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.